Manufacturer narrative:
Date of event: on an unspecified date in (B)(6) 2019. The actual device was not available; therefore a sample analysis could not be performed for the actual sample. However, three (3) companion samples were received for evaluation in unopened pouches. A visual inspection and iodine weight check were performed with no issues noted. The reported condition was not verified on the companion samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of minicaps had inadequate iodine. This was noticed during preparation. There was no report of patient injury or medical intervention associated with this event. No additional information is available.